Event description:
Each of the two pt circuits had been installed on a draeger fabius gs premium anesthesia machine. The leak test was performed. The leak test failed. The failures were on two separate draeger fabius gs premium anesthesia machines in different rooms a few hours apart. Biomed was able to recover the original packaging. Each pt circuit was tested for leaks. Each pt circuit was sealed in such a way the pt circuit could be pressurized to 60cmh2o. Individually each pt circuit was submerged underwater. Bubbles were observed escaping each pt circuit at relatively the same area. A red arrow was hand written on each pt circuit to aid in locating where the bubbles were observed. Both pt circuits are of the same lot number.